Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) incision site. The physician confirmed that the infection was not device or procedure related, however, the cause of infection was unknown. The patient was administered antibiotics and underwent an explant procedure where only the ipg was removed. The patient was stable postoperatively. The explanted device was not returned as it was discarded by the medical facility.